Manufacturer narrative:
Findings: unit received with high stop/idle current due to short at the lcd driver board. No unexpected battery out limit alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and battery out limit customer's blood glucose was unknown mg/dl. Customer stated the pump alarm after battery change. The customer was assisted with clearing alarm and with reprogramming time/date. The customer stated the batteries were not out of pump greater than duration allowed by the pump. The customer received multiple battery out limit alarms today and (B)(6). The customer was instructed to insert a new battery and ensure that battery cap is securely fastened and battery slot is aligned horizontally with pump. The customer stated the pump did alarm battery out limit. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.